Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported in (B)(4): "the stem end-cap broke while being secured into the femoral stem". Originally intended procedure: "arthroplasty of the [hip], the part of the prosthesis that inserts into the end of the trimmed and prepared femur".